Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: 2025-11-04 product type lead product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type extension product ID 3708360 lot# serial# (B)(6) implanted: explanted: product type extension product ID 3708120 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025. Product type extension. Product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type extension product ID 3986a lot# serial# unknown implanted: explanted: product type lead product ID 3986a lot# serial# unknown implanted: explanted: product type lead product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead product ID 3708140 lot# serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025 product type extension product ID 3708360 lot# n082101 serial# (B)(6). Implanted: (B)(6) 2006. Explanted: product type extension h3: devices received but analysis is not yet complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead h3. Analysis found missing electrodes 0-6 as well as corrosion/broken conductors. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead h3. Analysis found broken conductors on 4-7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The healthcare provider was submitting a warranty request for a lead. On the form it noted "revision/malfunction."

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-dec-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.